Manufacturer narrative:
Other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain on (B)(6) 2016. It was reported that there was a pns lead revision. The lead migrated to where it was almost poking through the patient's cheek. The patient experienced discomfort when moving her mouth, smiling, et cetera. The patient started experiencing these symptoms within one week of implant. There was no known troubleshooting performed related to this issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative (rep) regarding the patient. It was reported that the patient experienced discomfort from the lead again in (B)(6) 2016. The healthcare professional (hcp) suggested that the patient wait and see if the issue resolved. The issue persisted and the lead was revised on (B)(6) 2017. It was noted that the lead was pulled back and anchored. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.